Manufacturer narrative:
Balt USA's internal reference # (B)(4). An evaluation of the actual complaint sample could not be performed as the device was unavailable for return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. DHR cannot be reviewed as the lot number of the reported unit was not reported.

Event description:
It was reported that: "the physician was utilizing a boston scientific truselect mc and was coiling off a splenic artery aneurysm. He started off with a 22mm prestige, followed by 2- 22mm and 1-18mm. He then went to palce a 16x55 prestige plus com 18 coil and it wasn't forming properly. After trying to remove it he noticed it pre-maturely detached inside the aneurysm and splenic artery. He then snared the coil out successfully and used two more prestige coils."